Manufacturer narrative:
The returned device was evaluated. External visual inspection reveals a recessed pin (vin) on the interface connector, which causes the radical-7 to not be able to communicate with the docking station or the root. The vin prevents charging of the battery and system will reboot while docked. Replaced system board with known good and unit functions/charges normally and as expected. The radical-7 was found to be able to obtain values and to visually and audibly alarm during alarm conditions. It was determined that the system board interface was faulty causing the intermittent power connection with the docking station. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported intermittent power issues. No patient impact or consequences were reported.